Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent a system air leak test and valve actuation test and was found to meet product specifications. Load cell verification testing was performed with no issues noted. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of the patient being on the cycler for 15 hours due to the messages being received. It was reported that the patient was receiving supply bag lines are blocked, drain lines are blocked, and heater bag not detected messages. A review of the patient¿s treatment records identified that the patient drained 6670 ml during drain 1 of the treatment. This drain volume is 278% the patient's largest fill volume of 2402 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn reported that the patient did experience some nausea and vomiting due to the reported event. However, despite the symptoms, the patient did not have any injury, adverse event, or require medical intervention as a result of the reported event and symptoms. The patient has since recovered on their own and reported to be doing well. The pdrn stated that the patient was re-trained on manuals and using stat drains both with the cycler and in the absence of the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The patient use 1.5% and 2.5% delflex solution, and is prescribed 4.25% as well, however was not using the 4.25% during the event. The patient¿s pd prescription is for 5 cycles using 2400 ml. The cycler was reported to be returned to the manufacturer for physical evaluation.